Event description:
Information was received from a patient who was implanted with a neurostimulator for essential tremor, parkinson's dual, and movement disorders. It was reported that the connector pin broke and fell off. The patient was unable to charge their implantable neurostimulator (ins) and their battery was approximately 50% full. The patient noted the implantable neurological stimulator recharger (insr) was not "tremor friendly equipment" it was stated that there is a little metal tab that breaks off when the patient is having a tremor; the location of the "metal tab" was reported to be a bad design. When the patient had to focus on charging, it makes his tremor worse. It was also reported that the cord for the charger is broken and if the patient cannot charge, they will have to explant the implantable neurostimulator (ins); the device was turned off to conserve energy. No symptoms were reported. Please see report number 3007566237-2016-01753.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.